Event description:
Summary: it was reported through clinic notes dated (B)(6)2010 that a vns patient experienced an increase in seizures. System diagnostics performed at the office visit indicated the patient's vns was at eos as it read ok/ok/3/yes. Current interventions planned at the moment are to replace the patient's vns and increase medications. Moreover, another note dated (B)(6)2010 indicated the patient was experiencing an increase in seizures along with an increase in depressive symptoms. No suicidal ideations were noted and poor mood was read. System diagnostics at the office visit were ok/ok/2/no. Interventions taken were to increase medication levels. Follow-up with the treating epileptologist through a company representative indicated the reported increase in seizures in the notes of (B)(6) and (B)(6) were due to possible stress and non-adherence to the medications prescribed. Moreover, the increase in seizures was not above pre-vns baseline at either march or august. Furthermore, the epileptologist could not provide his medical judgment on the patient's depression as he indicated the patient's depression was not primarily treated/managed by their neurology department and the increase in seizures may be contributing to the increase in depression. Furthermore, the patient underwent generator replacement as scheduled. Good faith attempts to obtain the explanted generator returned to the manufacturer have been unsuccessful to date.